Event description:
It was reported that the implantable cardiac monitor (icm) had undersensing of small r-waves which caused false asystole events. It was noted that the undersensing were occurring on isolated days. The sensitivity was reprogrammed and the icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 635 apparently false asystole episodes. Analysis of the device memory indicated undersensing information. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.